Event description:
During preparation it was found that the balloon leaked. There was no patient involvement.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Inspection of the returned device found no damage to the balloon or the distal tip of the device. A 0.014 inch demonstration guidewire was inserted into the device and an attempt was made to inflate the balloon with water. Attempts to inflate the device to nominal pressure were unsuccessful. The strain relief was carefully removed to expose the proximal end of the inner shaft. Magnification inspection confirmed that the inner shaft was appropriately seated in the hub and adhesive present in the adhesive cavity. Magnified views of the inner shaft through the inflation port in the hub revealed small slit in the inner shaft directly aligned with the inflation port. The damage to the inner shaft may be due to perforation with a needle or guide wire. No tools are inserted in the manifold inflation port during catheter assembly. Furthermore, all devices are tested for balloon inflation/deflation performance with vacuum decay testing during manufacture. From the information provided and the investigation it was determined that handling damage was the most likely cause of the reported event.

Event description:
During preparation it was found that the balloon leaked. There was no patient involvement.